Event description:
It was reported that the device stopped ventilation and that the patient showed shortness of breath and other temporary symptoms of insufficent ventilation. A replacement device was introduced immediately; no consequences to the patient's health have reportedly occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. No further information such as log file, type of alarms posted during the course of event etc. Was provided. A case-specific evaluation is thus not possible. The "reported stop of ventilation" can neither be confirmed nor denied. The described clinical signs may have been related to the patient condition and not the involved products. Even if being product-related, the root cause is not necessarily related to the ventilator itself - it may have been an obstruction of the pneumatic path outside the device by e.g. A kinked breathing circuit or a loss of electrical power or gas input due to infrastructure problems. The device was in operation for 15 years now; status of preventive maintenance and repair is not known to dräger. Finally, the root cause for the reported observation cannot be determined due to lack of information. It was reported that the device posted alarms which is the specified behavior to respond to deviations. Hence, dräger concludes that the issue in general does not incorporate a previously unidentified or falsely assessed risk.